Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion upon initiation of pumping, "balloon catheter did not expand at the tip of the balloon, it remained wrapped". As a result, the iab was removed and a 2nd iab was inserted. Upon removal, it was noted the catheter was "caught up in the sheath". The 2nd iab was inserted at the same insertion site, however the same issue occurred and the balloon would not expand. As a result, a 3rd catheter from a different brand was inserted at the same insertion site and worked normally. No patient harm or injury. The patient status is reported as "stable". See associated MDR #3010532612-2023-00530.

Manufacturer narrative:
(B)(4). The reported complaint for "balloon catheter did not expand at the tip of the balloon" was confirmed based upon the sample received. The customer returned a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample (inp-4) for investigation. The sample was returned in the supplied returned kit and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane (inp-4, inp-6). The distal end of the teflon sheath was at approximately 12.4cm from the iabc distal tip (inp-6). Buckling to the teflon sheath extrusion was noted at approximately 13.2cm to 15cm from the distal end of the teflon sheath (inp-7). The one-way valve was tethered to the iabc short driveline tubing (inp-5). The exposed portion of the bladder was fully unwrapped (inp-6). The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 7.4cm from the iabc distal tip (inp-8). A bend was noted to the iabc at approximately 38.6cm from the iabc distal tip. Dried b lood was noted on the exterior surfaces of the returned sample; no obvious blood was noted within the helium pathway. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling to the sheath, an in-service has been requested to review the in structions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. The bladder appeared typical; no damage or abnormalities were noted to the bladder (anp-1). The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip (anp-2). The leak from the iabc distal tip is consistent with the previously confirmed damaged/separated central lumen (inp-8). The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 45.2cm from the iabc luer end, which is the location of a previously noted bend. The guidewire was able to advance through the central lumen; the guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. Dried blood had exited the central lumen with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate/flush the central lumen was performed. Upon aspiration, wat ER was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. A device history record (DHR) review was conducted for the lot number with no relevant findings. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after insertion upon initiation of pumping, "balloon catheter did not expand at the tip of the balloon, it remained wrapped". As a result, the iab was removed and a 2nd iab was inserted. Upon removal, it was noted the catheter was "caught up in the sheath". The 2nd iab was inserted at the same insertion site, however the same issue occurred and the balloon would not expand. As a result, a 3rd catheter from a different brand was inserted at the same insertion site and worked normally. No patient harm or injury. The patient status is reported as "stable". See associated MDR #3010532612-2023-00530.